Event description:
A report was received stating that the patient's precision system had been explanted. No further information is available.

Manufacturer narrative:
The explanted devices will not be retuned for evaluation.